Event description:
It was reported pericardial effusion (pe) occurred. The procedure was aborted. A concomitant procedure where a left atrial appendage (laa) closure procedure and a pulse field ablation (pfa) were being performed. Transesophageal echocardiogram (tee) imaging was utilized. A pre-procedure effusion was noted on imaging, but location and size were unknown. Heparin was given for anticoagulation intra procedure. Versacross steerable (vxs) transseptal access system was selected for use to perform the transseptal puncture (tsp). The pfa was performed using farapulse pfa system. Subsequently the laa closure procedure was performed, and a watchman fxd double curve access system (was) was inserted and positioned at the laa. A 27mm watchman flx pro closure device and delivery system (wds) was advanced and deployed, yet the physician was not confident in positioning of the device as it appeared to be enface, so it was recaptured and removed. Hypotension was noted while the physician exchanged the was for a watchman fxd single curve access system. The pe was analyzed, and it did not grow in size. Protamine was given to reverse the heparin, and a transthoracic echocardiogram (tte) was performed which noted the pe did not grow in size. The patient remained stable. The procedure was aborted. The patient was discharged two (2) days post index procedure.